Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update to the device return in device available for evaluation and to update device evaluated by MFR, to reflect the device is not available. It was confirmed that hospital will not be returning the actual device.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they prepared the angio-seal vip according to the IFU. After they exchanged the 8fr procedure sheath, he inserted the angio-seal vip main body after the dilator was exchanged. The procedure went smooth without any problem until he set the anchor position by holding the sheath and pulling back the device handle. Then, he started to pull back the device by maintaining 45 degree, the tip of the sheath was seen, however, the tamper tube did not appear. He suspected the tamper tube was stuck inside the sheath, and he used sterile scissors to cut the tip of the sheath, then the tamper tube appeared. He performed the push and pull of the tamper tube and the device handling to deploy and pack the collagen. A hematoma after the procedure was reported, and it was followed up by a sandbag compression without any adverse event. Per the physician it was caused by the manual compression during the time of cutting the tip of sheath and taking out the tamper tube. The estimate blood loss was less than 250cc. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 15sep2020. The procedure performed for the patient prior to use of closure device was an angioplasty, percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. Hemostasis was achieved by manual tamping.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.